Event description:
It was reported that the wake button was intermittently delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.